Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two endo gia* ultra universal 12mm single use instruments. The visual inspection of the returned product noted the first instrument had a shear tooth on the firing rack. Pmv performed functional testing which included the instruments were successfully loaded with an endo gia* roticulator* 60-3.5 sulu ((B)(4)). The instruments and loading units were applied to test media. All staples were placed and test media was cleanly transected during the firing cycle, a skip was audible in the firing stroke in the first instrument. An access hole was cut into the instrument body for visualization of the firing rack. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth, bowed anvil, and buckled knife bar conditions may occur in any of the following circumstances: 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that during a sleeve under coelioscopies, the pliers staples only one part (1 cm) on all the length. More the pliers blocked. Devices have been kept and must be return to analysis.